Manufacturer narrative:
Age at time of event: 18 years or older. Device manufacturer: (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a gauge reading issue occurred. The target lesion was located in a arteriovenous fistula of the forearm. A leveen inflation device was selected for use and during the procedure the physician noted that the needle of the gauge did not move during pressurizing. The inflation device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a gauge reading issue occurred. The target lesion was located in a arteriovenous fistula of the forearm. A leveen inflation device was selected for use and during the procedure the physician noted that the needle of the gauge did not move during pressurizing. The inflation device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed no visual defects were noted. There was no visible damage or manufacturing deficiency that would attribute to the reported defect. The extension tube was closed with a dead-end cap and the unit was pressurized by hand. The needle would not move even though the plunger was depressed as far as it could go. After releasing and applying pressure to the device several times, the needle eventually went up to about 8atms. It is clear from inspection that the needle was not reacting appropriately to the internal pressure of the device. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).